Manufacturer narrative:
The hospital and healthcare professional associated with this event was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was post-sensed t-wave over-sensing (pstwos). Further information was requested but not received.